Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a 29mm bioprosthetic valve. No malfunction of the annuloplasty ring was reported. The physician decided to replace the valve instead of repairing it. No additional adverse patient effects were reported.